Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt impact reported (no consequences or impact to pt). Product problem(s): "vit is working intermittently" (device stops intermittently). The customer reported during a case, the vitrector only worked intermittently. The doctor was able to complete the case and reports, there was no pt impact.